Event description:
It was reported that during generator implant the device was interrogated and confirmed to be off (0ma). Two days following implant the device was interrogated again and was found to be on. The physician confirmed that the device was off at the implant using the programming data. Attempts to obtain additional relevant information have been unsuccessful to date. It is believed that a faulted diagnostic changed the device to unintended settings.

Manufacturer narrative:
Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong evaluation codes.